Event description:
It was reported that a 62-year-old caucasian female patient underwent a breast augmentation revision surgery with implantation of a 350cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with bilateral baker grade ii capsular contracture of her breasts during a physical exam with a medical professional. Magnetic resonance imaging was also conducted. As a result, the patient underwent bilateral capsulotomies to remedy the issue. However, during the revision surgery the right breast implant was discovered ruptured. The implants weren't reported to have been removed at this time. Another surgery is scheduled for removal on (B)(6) 2023. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly. This report is for the left breast prosthesis. Refer to manufacturing report number 1645337-2022-12326 for the contralateral event.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: capsular contracture. Date of explantation: (B)(6) 2023. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 15, 2022, mentor received additional information. The healthcare professional's office notified mentor that some information previously reported to mentor by the office in regard to the patient was confused with information from another patient. Clarification was received, and the patient was only diagnosed with a ruptured right breast implant with capsular contracture of the right breast. As this file was for the left device and there was no complication associated with the left side, this event is no longer reportable and no further reports will be sent. The patient age was updated. The patient is scheduled for removal and replacement. Date of explantation: december 13, 2022 manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 20, 2022, mentor received additional information. The patient underwent bilateral removal on (B)(6) 2022. During the removal, both implants were reported to have been ruptured. Since both were reported ruptured, this file was updated to reflect a ruptured left breast implant. On (B)(6) 2022, mentor became aware that the patient underwent bilateral removal and replacement with 525cc mentor memorygel xtra breast implants on (B)(6) 2022. Manufacturer¿s reference number: (B)(4).